Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported an et (extended self test) error. The error referenced a safety valve test failure as well as a patient circuit leak. There was no patient involvement. The manufacturer's fse (field service engineer) remotely confirmed the self test errors. The hospital replaced the breathing circuit, which resolved the leak and est failure.